Manufacturer narrative:
An internal investigation was performed for a study conducted in (B)(6), that issued a scientific publication, "performance of the eucast disc diffusion method and two mic methods in detection of enterobacteriaceae with reduced susceptibility to meropenem". Twenty-seven (27) isolates were tested by several different laboratories from the nordics, using three different card types, ast-n209, ast-230 and ast-n218. The clinical strains included klebsiella spp. (11), e. Coli (7), enterobacter spp. (5), citrobacter sp. (1), proteus mirabilis (2) and providencia rettgeri (1). Among all the strains tested, the overall essential agreement between broth microdilution (bmd) and vitek 2 was 65%. Overall category agreement between bmd and vitek 2 was 56%. Among the category errors found (44%): no vmes (very major error) were observed and the overall proportions of major errors and minor errors were 26% and 18%, respectively, varying with resistance mechanism. It is not known for which card the discrepant results were obtained. The customer has not submitted the strains for this investigation. Submittal of the isolates is required in order to confirm a vitek 2 discrepancy compared to the reference method. The lot numbers for the implicated cards types are not available, so complaint searches and qc performance review of the lots cannot be performed.

Manufacturer narrative:
Date of this report, was corrected from 05/29/2019 to 05/27/2019.

Event description:
Biomérieux was made aware of a (B)(6) publication regarding false resistant meropenem results in association with the vitek® 2 ast-n209 test kit. The article, "performance of the eucast disc diffusion method and two mic methods in detection of enterobacteriaceae with reduced susceptibility to meropenem: the nordicast cpe study" stated that overall distributions of major errors (mes) and minor errors (mes) were 18% for vitek® 2. Biomérieux contacted the author for more information. There is no indication or report from any hospital or treating physician that the discrepant results led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.